Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they were experienced high blood glucose. Customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer¿s blood glucose level at the time of call was 192 mg/dl. Customer stated that infusion set tubing was case off from their body. Customer stated that they previously received no delivery and when they changed the infusion set the issue was resolved. Customer stated that they visited physician for treating high blood glucose. Customer declined the troubleshooting. The device will not be returned for analysis.